Event description:
It was reported the customer had a keypad anomaly. The customer stated their keypad was unresponsive. Customer's blood glucose was 169 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. Pump received with normal operating currents. No unexpected off no power alarm or audio /beep anomaly was noted during testing. The low battery alarm functioned properly. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.